Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a right ventricular (rv) lead was attempted but not used during implant. The physician noted that the stylet would not pass through the lead with multiple attempts. The physician used a new lead and the stylet passed without difficulty. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis the full lead was returned and analyzed. No anomalies were found. The analyst noted that a test stylet was fully inserted in the lead with no anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.